Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the device showed the distal tip to be smooth, no sharp edges. The device was tested using fixture #: (B)(4) and two strands of #2 ultrabraid suture. The device did not damage the suture in any manner. This investigation could not verify any evidence of product contribution to the reported problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that the knot pusher cut the suture while knotting it. A back-up device was available and there was no delay during surgery. No patient injury reported.